Event description:
See initial report.

Manufacturer narrative:
H10: the most likely root cause of reported failure was a pump bearing damage due to corrosion triggered by the environment in which the pump is located. Water infiltration, water formation due to condensation, high level of humidity may led to rust formation at the level of the balls of the bearing preventing the motor shaft from rotating freely.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not found any error code associated to the patient pumps but one pump was found to be noisy and was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during training. An error affecting patient pump cannot be excluded. There was no report of patient injury.